Event description:
This complaint has been found to be a duplicate to another complaint. MDR manufacturer report number 3014732157-2025-00112 for details on the reported event. No further reports will be submitted for MDR manufacturer report number 3014732157-2025-00114.

Manufacturer narrative:
N/a.

Event description:
The following has been reported: mayo staff reported: nurse reported the precedex drip was infusing and turned off. No patient harm. A preliminary review of the logs identified the following issue: infusion stopped unknown if issue stopped an active infusion. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.